Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: there was no damage noted to the packing or the device prior to use. The microcatheter lumen was flushed with saline prior use and no leaks were note. Continuous flush was maintained. The patient's anatomy was not tortuous. No resistance was encountered when advancing the microcatheter into the guide catheter. The tip of the microcatheter was not steam shaped. A stylet was not used to insert the catheter into the guide catheter.

Event description:
It was reported during an embolization procedure of an arteriovenous malformation in the right middle cerebral artery (rmca) following contrast injection; a perforation in the catheter's mid-distal shaft was noted. The physician had purportedly remarked that they had just passed the internal carotid artery (ica) siphon when they observed the leakage. The patient is reported to be in stable condition.